Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) setscrew broke and did not allow for lead connection. The device was exchanged. There were no patient consequences.